Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer¿s blood glucose level at the time of incident was 480 mg/dl. Customer¿s current blood glucose was 219 mg/dl. Customer¿s blood glucose was treated with injection. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of event. Based on customer¿s report they did not alleged insulin pump was over delivering. The insulin pump will not be returned for analysis.